Manufacturer narrative:
The serial number of the cobas 8000 c702 module is (B)(6). The investigation is ongoing,

Event description:
The initial reporter received questionable lipc lipase colorimetric (lipc) results for one patient sample tested on a cobas 8000 c702 module. The reporter suspects drug interference in the first sample. On (B)(6) 2024: the initial result of the first sample was 867 u/l. The first repeat result of the first sample was 901 u/l. The second repeat result of the first sample was >732.2 u/l. On (B)(6) 2024: the result of the second sample was 38 u/l. On (B)(6) 2024: the initial result of the third sample was 89 u/l. The first repeat result of the third sample was 95 u/l. The second repeat result of the third sample was 84 u/l.

Manufacturer narrative:
Based on the information provided, the investigation did not identify a product problem. The cause of the event could not be determined.